Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the physician noted that the cut wire broke; no part detached inside the patient. The device was not connected to cautery at the time. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.